Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of foreign material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. While observing the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image was compromised on the evis lucera elite gastrointestinal videoscope. There was no patient harm associated with this event. During the evaluation of the device, the evaluation found a foreign object in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed and likely due to corrosion on s-connector, a noise image occurred. In addition to the findings reported in the event description, the following non-reportable malfunctions were identified: the bending angle in up direction and the up/down knob does not meet specification due to elongation of the angle wire; scratches on various parts of the device; adhesive on rubber had a chip and cracked; water invasion in the device; switch is broken, due to handling; electric contact of endoscope connecter shaved; connector peeled and connecting tube wrinkled. The investigation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.